Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The insulin pump had a blank display after 3 batteries. Last saturday she fell on the floor, but she was in so much pain that she was taken to a walking emergency room. They gave her a steroid shot. Customer's blood glucose level was 223 mg/dl. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm during testing. The motor was tested outside the device and passed. Unit had minor scratched lcd window, cracked reservoir tube lip, cracked case at display window corners and stained address/serial number label.